Event description:
Healthcare professional reported "deflation left breast saline implant.¿ device remains implanted.

Manufacturer narrative:
Supplemental medwatch being submitted to correct g3 which was initially submitted incorrectly.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported ¿has deflation l breast saline implant.¿ device remains implanted.